Event description:
It was reported that while using an unspecified bd discardit¿ syringe the clinician and/or any patients have encountered twelve leakages during medication administration, resulting in an inaccurate dose being given within the last month. The following information was provided by the initial reporter: clinician experienced: leakage - 12.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). The date received by manufacturer has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. As no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.